Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 was not detected on the bus and failed to open. The customer attempted recovery procedures, but the drawer could not be recovered. A hard reboot of the machine was also performed but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed and not detected on bus. A field service engineer shut down the station and replaced the broken retractor band. Replaced the faulty rails and removed debris near the cubie sensors, secured all connections. Rebooted the station and verified proper operation. The hardware test and application successfully opened and closed the drawer. The system functioned as intended after the field service engineer repaired the device.